Manufacturer narrative:
Sientra complaint case (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with light yellowing. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade 3. Left-side.

Manufacturer narrative:
Correction: b3: patient self diagnosis then was later supported with clinical/physician diagnosis on (B)(6) 2022.